Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had physical damage, was confirmed. It was found that the footswitch will not pair with the controller due to bad battery tray, which had a broken cover. Replacement of battery tray will correct the problem. However, there were broken inserts on the housing of the unit, and repair would require replacement of the housing. Since this part was not available, this unit was deemed unrepairable and will be placed into long term hold. User mishandling or a probable fall is the root cause of the physical damage to the battery tray and the broken inserts on the housing. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the vapr vue wireless footswitch device would not pair. During in-house engineering evaluation, it was determined that device would not pair with the controller due to bad battery tray that had a broken cover. There was no procedure nor patient involvement reported. No additional information was provided.